Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the customer provided image reveals the anchors on 3 separate devices have been damaged and are detached from the devices. The complaint was confirmed, but the root cause could not be established. Factors that could have contributed to the reported event include an application of inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a rotator cuff operation the healicoil anchor was broken the pieces were removed by using tweezers. Patient is in good condition the procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff operation the healicoil anchor was found broken outside the patient. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.